Event description:
The lay user/patient contacted lfs alleging erratic readings on his one touch ultra meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that the erratic readings began on (B) (6) 2010. The patient had obtained the following readings: 89 mg/dl, 85 mg/dl, 122 mg/dl, 81 mg/dl, 89 mg/dl, 96 mg/dl, 105 mg/dl and 138 mg/dl less than 20 minutes from one another. Results are less than or equal to 20 mg/dl (1.11 mmol/l) or 20%. The patient had modified his diet based on the results. He then ate more food/drink after the allegedly erratic readings. Approximately 5 minutes later the patient developed symptoms of feeling shaky and fast heart beat. He tested his blood glucose and obtained a 65 mg/dl. The patient did not seek any medical attention or contact their physician for assistance, and he did not self-treat. The patient claims that the symptoms lasted for an hour. Product was replaced. The complaint is being reported since the patient alleged that the meter had been displaying erratic readings and approximately 5 minutes later he allegedly developed symptoms of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.